Event description:
It was reported that the patient experienced a chronic urinary tract infection as a result of using the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Not labeled. The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. Although the product family is unknown, the bardex ic product ifus are found to be adequate based on past reviews.